Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion and decompression at t2-t7 to treat thoracic metastases of ureteral cancer at t4 and t5. It was reported that during tightening of the set screw at t6 the tip of the driver broke off in the set screw. The broken fragment could not be retrieved from the patient. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~ 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the tip diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. There are also witness marks on the side of the torque indicator dial were it had be maxed out. The above findings are consistent with torsional overload.